Event description:
Complainant alleged that after delivering multiple shocks to a male pt, the medics attempted to deliver an additional shock, and the device would not charge energy and displayed a "defib fault 72" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has rec'd the product, and will be providing a follow-up report when our investigation is completed.